Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the subject meter was reading inaccurately on the morning of (B)(6) 2019, when he obtained an alleged inaccurate blood glucose result of ¿549 mg/dl¿. The patient indicated that this result was high compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that 5 minutes after receiving the ¿high¿ result, he administered an increased dose of 12 units of rapid insulin and one hour later developed symptoms of ¿shakiness and fast heartbeat¿. He stated that he self-treated his symptoms by eating candy and drinking orange juice. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining a high reading on the meter and administering an increased dose of insulin.